Event description:
Patient was admitted to the hospital's intensive care unit on (B)(6) 2015 and diagnosed with ketoacidosis. Patient's blood sugar on the date of hospitalization was 230 mg/dl. Patient declined to answer any further questions regarding the hospitalization. Patient believes that the pump is not delivering her basal insulin. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.